Event description:
It was reported that all electrode combinations were greater than 4,000 ohms at the time of device follow up. The program in use had 3+, 1-, and 0- and the patient was happy with therapy and reportedly feeling stimulation. No symptoms were reported. The customer asked why all electrodes would be open circuits if the patient was feeling stimulation, was happy with therapy, and battery forecast indicated 1-1.5 years. The patient was to come back the following year for their annual checkup. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).